Event description:
Through the implant patient registry, it was reported that a patient with a 29mm 3300tfx aortic valve implanted for 4 months and 5 days was explanted due to complete dehiscence, severe aortic insufficiency (pvl), and mild pannus overgrowth of sewing ring. Patient presented with progressive dyspnea on exertion. The device was replaced with a 29mm 11500a valve with no complications. The patient was transported to cardiac surgery ICU in critical condition at the completion of the procedure. Patient was discharged to home with services on pod#8. Per medical records patient also underwent a concomitant mitral valve repair using 32 mm physio 2 ring annuloplasty. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available for evaluation, device was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 component codes, type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.